Event description:
Veterinarian installed a frestyle libre 14 on diabetic cat on (B)(6) 2025. Device expired before 14 days on 1/14/2025. Abbott customer service unwilling to help because not FDA approved on non-humans.